Event description:
Eleven separate events total with rfid 4x4 sponges. 1) rfid on 4x4 sponge was not detected when wanded; 2) rfid had chip with a low read range; 3) rfid not detected when wanded; 4) rfid not sewn into towel; 5) rfid had low read range; 6) rfid not detected when wanded; 7) sponges fraying and leaving particulate in patient; 8) incorrect # of sponges in pack; 9) sponges fraying; 10) sponges fraying with particulate in patient; 11) rfid pouches fell out of 2 sponges but recovered, appear to have sewn lines but no thread. No patients were harmed.we have made the manufacturer aware of the multiple documented issues. These issues have occurred over approximately 10 months. We have been advised by the manufacturer we are the only customer experiencing these problems.what was the original intended procedure?1) dental procedure; 2) dental procedure; 3) dental procedure; 4) arthroscopy procedure; 5) spine proceduure; 6) dental procedure; 7) urology procedure; 8) ortho procedure; 9) urology procedure; 10) urology procedure; 11) ortho procedure.